Event description:
Cancel.

Manufacturer narrative:
Correction being submitted. Investigation was cancelled.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged. The following information was received by the initial reporter with the following verbatim. For the smartsite extension (bifuse) one port will flush and the second port is occluded and will not flush. Nurses were setting up for IV line placement, brand new set out of packet and priming for line set up.